Event description:
Note: date of the event and procedure date are unk. It was reported to boston scientific corporation in 2009 that an one step button initial placement gastrostomy kit was used during a procedure. According to the complainant, the snare was unable to open or close at manipulating the snare handle. The procedure was completed with another one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.